Event description:
The time of event is unknown. There was no report of patient harm. Angle wire cut.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the angle wire rupture. Based on the result, we concluded that it was caused due to the excessive force applied on the angle wire. In addition, our technician confirmed that the insertion flexible tube buckled, and the remote control buttons cut; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. In terms of the angulation stuck, the possibility of angulation stuck occurred in the human body could not be denied. Moreover, based on the technical report""hr-rpt-0587(angle)"" and/or the risk analysis results, it was evaluated to submit MDR.